Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had button stop working. The customer¿s blood glucose level was 120 mg/dl. The customer was assisted with troubleshooting. Customer stated that they observe time clock for one minute to time advanced. Customer stated the button were working last night and when she woke up this morning none of the buttons are working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up and down buttons due to unlocked j2 or lcd keypad connector.